Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer attempted to address the elevated blood glucose levels by correction bolus via the pump. Reportedly, the customers parent drove them to the emergency room. The customer was subsequently hospitalized with a blood glucose level of 400 mg/dl and high ketones. Ketone levels considered life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.